Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (b)(6 2015 )and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. She had a recurrent hernia repair on (B)(6) 2016 and the mesh was removed at that time. It was reported that the patient continues to experience pain, nausea, diarrhea, chills, inflammation, loss of appetite and weight loss. No additional information was provided.